Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the image is interrupted intermittently due to a defective video hub router that was connected to it. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center intermittently lost the video signal. It is unspecified when the reported issue occurred. There were no reports of patient harm.